Event description:
It was reported that a patient had loss of pain relief. It was noted that there was a loss of therapeutic effect. It was stated that x-rays were taken and that coverage of painful areas was obtained after reprogramming. It was stated that the stimulator was working fine and there were no impedance issues. It was stated that the patient said it was ¿not helping on or off¿ and wanted the device removed. Additional information received that there were no malfunctions. It was stated that the device was delivering stimulation as it always had. The patient reported no pain relief with it on and working properly. The patient wanted it removed. It was stated that removal had not been scheduled and that a manufacturer¿s representative would not be present. It was stated that the device would not be returned. Additional information received reported that the patient requested the device be removed as it was not taking away the pain. It was explanted on (B)(6) 2014. Additional information received reported that everything was explanted. The patient was recovering fine as of (B)(6) 2014 with no other problems reported. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).